Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated they generated elevated magnesium results while using the clinical chemistry magnesium assay. The customer provided an example from one patient: initial magnesium result: 6.4 mg/dl, retest magnesium result: 1.2 mg/dl. The results were not reported from the laboratory. No impact to patient management was reported.